Manufacturer narrative:
The tech found an internal failure to the hydraulic cylinder caused the drift. The technician replaced the cylinder to repair the stretcher.

Event description:
Info received indicates the foot hi/low cylinder is drifting down.